Event description:
It was reported that this event occurred in the ICU department during insertion. "At the moment of placing guide I roll it up and caused inconveniences in the insertion". When the swg was introduced into the patient's right subclavian, it would not advance and "lost form". As a result, the device was removed and replaced successfully. There was no delay, harm, complications, death, or injury reported as a result of this occurrence. Medical/surgical intervention was not necessary.

Manufacturer narrative:
(B)(4).